Event description:
Pt had passed away due to complications from the 'ring' implanted around their stomach. With further inquiry, the contact suspected it was a lap-band." Additional follow up: further reported that the band was infected and tangled in the stomach/intestine. Product has been implanted for approximately 3 years. Inamed's approach to compliance is to resolve all doubts in favor of reporting.